Manufacturer narrative:
H11: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot #: 23k022 or 23m020. D4: unique identifier (UDI) #: the lot number involved in this event was unknown; however, potential lot number(s) were provided. The potential UDI number for lot number 23k022 is (B)(4) )261001 and for lot number 23m020 the corresponding UDI is (01)(B)(4). E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused. The expected therapy time was 24 hours; however, after the 24-hour infusion time an unspecified volume of solution remained in the device. No kinks were noted in the line. The device was filled with 8g of flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.